Manufacturer narrative:
During inspection and testing, the distal tip of the fiber was broken/chipped off but there was no evidence that the fiber was used such as burn-back or the fiber jacket or charring at the end of the tip. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that the subject device malfunctioned during a lithotripsy procedure. The fiber was not recognized and error code 444 (surgical fiber communication failed) occurred. The procedure was completed using another similar device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the distal tip of the fiber was broken/chipped off. This report is being submitted for the malfunction found during evaluation (broken fiber).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. During inspection and testing, the distal tip of the fiber was broken/chipped off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the broken fiber tip was caused by mishandling or transportation from the customer to olympus. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.